Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was 254 mg/dl. Customer stated the alarm happened during normal use and did not the pressed button for more than 3 minutes. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces during our visual inspection. No stuck button alarm during our testing. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump failed the leak test; leaked at the keypad assembly upper left corner. The insulin pump was received with case cracked at the keypad assembly upper left corner, scratched case, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.